Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿a 135° short inlay humeral stem leads to comparable radiographic and clinical outcomes compared with a standard-length stem for reverse shoulder arthroplasty¿. The study reviewed five hundred seventy-seven (577) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address unspecified indications, using arthrex universal glenoid, or univers revers shoulder prosthesis devices. During the minimum two (2) year follow-up period, three (3) patients experienced periprosthetic fractures. Source: erickson bj, denard pj, griffin jw, et al. A 135° short inlay humeral stem leads to comparable radiographic and clinical outcomes compared with a standard-length stem for reverse shoulder arthroplasty. Jses international. 2022;6(5):802-808.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.